Event description:
A pt underwent aortic valve replacement with this 25mm sjm epic stented valve. The pt developed aortic stenosis and a gradient greater than 100mmhg while taking anticoagulants. The valve was explanted.